Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that patient's hip was revised. Revision implants were a restoration modular stem construct, biolox delta 28 +0 head, an adm/mdm liner construct, and a dose of hydroset cement.

Manufacturer narrative:
An event regarding disassociation and wear/ metallosis involving an accolade stem which was mated with a lfit v40 cocr head was reported. The event was confirmed via clinician review. Method & results - product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: confirmation: the event, a revision surgery, was confirmed via an op note. The revision was for head-stem disassociation, trunnion wear and metallosis as noted during the surgery. Root cause: the root cause of the dissociation and metallosis was likely an lfit head-trunnion problem. The lot numbers would need to be checked to confirm. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's hip was revised due to head-stem disassociation, trunnion wear and metallosis which was confirmed via clinician review. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and CAPA. The event is deemed caused by the metal head issue. No further investigation for this event is required t this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the submission of a revision implant sheet that patient's hip was revised. Revision implants were a restoration modular stem construct, biolox delta 28 +0 head, an adm/mdm liner construct, and a dose of hydroset cement. Update: head disassociation, trunnion wear & metallosis.